Event description:
It was reported that the left ventricular lead exhibited intermittent loss of capture. X-ray revealed a lead fracture. The device was reprogrammed. The patient was in good medical condition.

Manufacturer narrative:
.